Manufacturer narrative:
Most recently, information was provided that this lv lead was surgically abandoned during routine device changeout as a result of the ongoing dislodgement issue. There were no reported adverse patient effects. It is also notable that previously this report was filed under the device model and serial number but has now been corrected to the accurate model and serial information for the lv lead. There was no allegation against the associated medical device.

Manufacturer narrative:
To date, information suggests that this lv lead remains actively in service without further issue. As new information would become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this transvenous left ventricular (lv) lead had become dislodged. The lv was evidently pacing the rv. It was noted that thresholds measurements had always been within normal limits. The physician elected to do nothing at the time of this initial report as far as a surgical intervention. Electrical re-programming was done to assist in promoting rv intrinsics. There were no reported adverse patient symptoms or impact on critical therapy.